Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not produce an image output. The issue occurred during procedure for an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm, nor delay on the procedure and the patient was not under anesthesia.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that that the image is not displayed temporarily due to a temporary communication failure caused by foreign objects or dust on the electrical contacts of the video connector because the device returned to normal after the connector was cleaned. The event can be [detected/prevented] by following the instructions for use which state: do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. Olympus will continue to monitor field performance for this device.